Event description:
The following was reported to hamilton medical ag: technical event: 232003 paw sensor defectbiomed states that during ventilation, hospital staff says device gave multiple disconnection on vent side, says device was restarted and tried again, same issue. Asked tubing may have come off of the vent, but staff says tubing was attached to device. That's all the information that was given. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Follow-up 1 (final) - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Neither harm to patient, user or third party nor a treatment delay was reported. Hamilton medical ag received the logfiles of the device for analysis. The device was last successfully serviced on 09.12.2024 ( event date is mentioned to be 02.01.2025). According to the event log no te (technical event) or tf (technical fault) was logged on the reported date of event. However, the device repeatedly alarmed for various medium and high priority alarms including 'high minute volume', 'low oxygen', 'disconnection on patient side', 'loss of peep', 'high frequency', 'vt low' and 'vt high'. No information available as to which part failed and was therefore not investigated. Attempts have been made to obtain the information. Therefore there was no conclusive findings.